Manufacturer narrative:
5076-52 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high rv (right ventricular) defibrillation coil impedance.  The patient was seen in-office and it was determined no action would be taken at this time. The lead remains in use.  No patient complications have been reported as a result of this event.